Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the new malfunctioning datasettes with new functioning datasettes. The iabp was returned to the customer and cleared for clinical use. The new malfunctioning datasettes will be sent back to the manufacturing site. Additional information has been requested, and we will report accordingly when it becomes available. The full initial reporter name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a software (sw) field action performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the autofill calibration after installing new datasettes. The iabp would not hold pressure and would not allow the fse to calibrate it. The pressure would drop until it reached zero. There was no patient involvement, and there was no adverse event reported. This is an out-of-box (oob) failure of the datasettes.

Manufacturer narrative:
The supplier advised getinge's national repair center (nrc) by email that they reprogrammed the datasettes. The nrc did not receive the datasettes back from the supplier.

Event description:
It was reported that during a software (sw) field action performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the autofill calibration after installing new datasettes. The iabp would not hold pressure and would not allow the fse to calibrate it. The pressure would drop until it reached zero. There was no patient involvement, and there was no adverse event reported. This is an out-of-box (oob) failure of the datasettes.

Manufacturer narrative:
The fse returned the failed datasette assembly to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the datasette and no visual damage was observed. The senior repair technician then installed the datasette assembly into cs300 test fixture and tested to factory specifications per the cs300 service manual. The nrc could not verify the failure of the datasette and passed testing. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Event description:
It was reported that during a software (sw) field action performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the autofill calibration after installing new datasettes. The iabp would not hold pressure and would not allow the fse to calibrate it. The pressure would drop until it reached zero. There was no patient involvement, and there was no adverse event reported. This is an out-of-box (oob) failure of the datasettes.